Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The 5 ma 5 second pulse battery resistance was 388 ohms, which exceeded the battery specification upper limit of 317 ohms. The drug per analysis was lioresal.

Event description:
It was reported that the product was explanted due to "battery depletion". Additional follow-up was unsuccessful.